Event description:
Reaction site. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with inadequate bone quality / quantity. No product was returned to the manufacturer for investigation. The patient experienced the following at the time of event: inflammation. No further patient complications were reported.